Event description:
The truclear hysteroscopic morcellator system and saline distension medium were used on the patient to visualize and resect a uterine fibroid measuring approximately 4cm. During the procedure, the surgeon reported difficulty with resection due to insensible fluid losses and not having a clear idea of how much fluid was being absorbed and how much was lost in the draping material and floor. Per the fluid management system, the fluid deficit was estimated to be 7150ml. The surgeon estimated the fluid deficit to be 2000ml. At this time, the surgeon chose to change to an alternate product and convert the case to an open hysterectomy (bleeding). The patient was symptomatic for intravasation and fluid overload requiring admission.====================== manufacturer response for operative hysteroscopy system and set, truclear hysteroscopy system (fluid management and instruments)======================unknown. Field representative made aware of functional concerns of device from our materials management lead when returned on 8/25/2010 .